Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v238962, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-45, lot# v238962, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3888-45, lot# v564084, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v593229, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The healthcare provider reported that the patient claimed the implantable neurostimulator (ins) wasn't working. No patient symptoms were reported. Relevant medical history includes post lumbar laminectomy syndrome. The patient's physician was not aware that the ins wasn't working and hadn't notified them of any issues with the ins.